Event description:
The lay user/pt contacted lifescan (lfs) another country in 2006 alleging high readings on her one touch ultra meter. The pt tests her blood glucose once a day. The pt had been obtaining elevated readings for the past 4-5 weeks; however, the day before, the pt started to experience symptoms. The pt had obtained readings of 17.1 mmol/l (307 mg/dl), 19.4mmol/l (349 mg/dl), 14.8 mmol/l (converts to 266mg/dl) and 16.0 mmol/l (288 mg/dl) on her ultra meter. The pt had symptoms of feeling sweaty and shaky; however, she did not experience the symptoms at the time of testing. She did not test her blood glucose prior to experience prior to experiencing the symptoms. The time difference between the readings was greater than 20 minutes from one another. She does not recall if she ate anything after obtaining the elevated readings; however, thinks if she ate anything, it would have been a piece of fruit. Due to the high reading, she saw her diabetic nurse on event day at 4:00 pm. The nurse adjusted the pt's insulin and the pt was not tested on the nurse's meter. The pt claims after her nurse increased her insulin, her symptoms got worse (really thirsty and is drinking and has experience frequent urination). She did not seek any further medical attention. Even though the nurse increased the pt's insulin, the nurse advised the pt that if the increase in insulin affects her too much, she could slightly decrease it herself. Because the pt was sweating and getting the shakes the pt decreased the insulin on her own. Nurse has advised her to keep it to 50 units in the morning and 44 in the evening for the meantime. Since the decrease in insulin, the pt has felt much better. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported for the following reasons: although the pt was not tested on the nurse's meter, the nurse adjusted the pt's insulin based on the lfs meter readings and the pt states her symptoms got worse after the nurse increased her insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evlauation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report.